Event description:
It was reported that the connection of the tibial cutting guide (6541-6-703) and the universal alignment handle (6541-4-806) were loose and the alignment of the rod (6541-4-602) was not proper. Tibial bone was cut improperly (varus position). The implant was implanted, implanted proper alignment.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat#: 654-6-703, lot# unk. Description: mis lt tibial modular capture. Cat# 654-4-602, lot# unk. Description: universal alignment rod.